Event description:
Revision.

Manufacturer narrative:
The event occurred during use of the product, surgeon indicated that the surgery completed successfully after conversion to a total knee arthroplasty. The device was investigated on site, and there was no indication the system did not perform as expected. The system was returned to the manufacturer's site, and investigation is still on-going. If info arises from this investigation that changes the root cause conclusion, an amendment to this report will be filed. The root cause analysis was inconclusive. A number of potential root causes existed, but there was not enough evidence to significantly elevate one potential cause to the root cause of the improper resection.